Event description:
It was reported that the customer reported 2 occlusion alarms during basal delivery. The customer's blood glucose level was not impacted. The customer changed out the supplies (cartridge, infusion set, cannula) after receiving the alarm and prior to contacting tandem technical support. No occlusion alarms occurred during troubleshooting with tandem technical support with the current supplies.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.